Event description:
It was reported that p- waves sensed during normal operation but when running the p-wave amplitude test p- waves are undersensed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4074 implantable pacing lead (B)(6) 2013; addr01 implantable pulse generator (B)(6) 2013. (B)(4).